Manufacturer narrative:
The initial report was submitted with the wrong aware.. The correct date is 2-jul-2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to infection on unknown date. The customer¿s blood glucose was unknown at the time of incident. The sensor will not be returned for analysis.